Event description:
The customer reported that during the procedure, the device would no longer open. The jaws were pried open with a forceps in order to remove the device from tissue.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.